Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips filed service engineer inspected the system onsite and confirmed the reported issue. After reviewing log, fse found flexion pc have issue for power on. To resolve the issue, fse replaced the flex vision pc and return the part for further analysis, but no failure found. After replacing flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.